Event description:
It was reported asystole occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. After trying three (3) different watchman devices unsuccessfully, it was determined a new transseptal puncture location may help to get better positioning. As the physician was coming down the septum to recross using the watchman trusteer sheath and versacross connect, the patient went asystole. Chest compressions were done, and external pacing was required. After one (1) minute, rhythm came back and patient was stable. It was noted by transesophageal echocardiography (tee) physician there was no effusion and blood was pumping adequately. The implanting physician did mention patient had history of sick sinus syndrome and had refused a pacemaker in the past. The physician believes the node was hit when dropping down on the septum. The patient remains stable and is recovering in the intensive care unit (ICU) awaiting a permanent pacemaker.